Event description:
It was reported when a patient presented for device changeout, fluoroscopy revealed externalized conductors. The lead was capped and replaced. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.